Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed an olympus endoscope support specialist was at the facility and and said reprocessing was fine. Based on the results of the investigation, the foreign material may have been glue; however, olympus could not identify it. Olympus could not specify the cause of which foreign material remained from the collected information. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use sections: the detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was obtained from the customer: they did not cancel the procedure, but are not sure what type of procedure was completed. They used another scope that was very close by so there was no delay.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing was performed for the device to ensure there was no obstruction or debris in the channel. The brush test was performed. The device passed the test with no restriction found in both channels through the distal end and through the suction port. An air and water supply check: was also performed. Water hits 70% of the screen and air-dries the lens in 10 seconds. Furthermore, the measured water capacity was at 70 ml/min and air capacity at 1070 ml/min is within olympus standard. There was no debris found in the device. Other observations for the device: low angulation; control knob has play; distal end plastic cover has dent; light guide lens has crack; and adhesive of distal end rubber coating (a-rubber) has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device was reprocessed with the third-party automatic endoscopy reprocessor with no issues. However, when the device was set up for the next procedure, a clog was observed in the small water channel used for cleaning lenses. The customer technician unclogged the channel and reprocessed the device again. The facility management sent the device in for inspection to make sure that the device channel was free of any debris, so that there is no chance of any cross contamination. There is no harm to any patient due to this event.